Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject balloon catheter was prepared and deflated according to instructions. When attempting to place the subject balloon catheter during the procedure, it failed to inflate, no inflation was seen on x-ray. The subject balloon failed to keep the nacl/contrast mixture and the subject balloon was observed to be leaking. The procedure was completed without clinical consequences to the patient due to this event. No other information was provided.

Event description:
It was reported that the subject balloon catheter was prepared and deflated according to instructions. When attempting to place the subject balloon catheter during the procedure, it failed to inflate, no inflation was seen on x-ray. The subject balloon failed to keep the nacl/contrast mixture and the subject balloon was observed to be leaking. The procedure was completed without clinical consequences to the patient due to this event. No other information was provided.

Manufacturer narrative:
There are controls in the manufacturing process at salt lake city to ensure that all product is manufactures to specification, prior to its release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, when attempting to place the subject balloon during the procedure, it failed to inflate, no inflation was seen on x-ray. The subject balloon failed to keep the nacl/contrast mixture and the subject balloon was leaking. Additional information states that, the subject device was prepared as per the dfu, the subject device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. As the device was not returned for analysis and a review of all available information fails to indicate a root cause or potential root cause of the reported event, an assignable cause of undeterminable will be assigned to the reported event.